Event description:
On (B)(6) 2009, the patient reported that the up and down buttons of his infusion device are no longer working. He stated the issue has been progressively getting worse for the past few months. He stated that due to the button issue he has been bolusing by using the prime function of the infusion device. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.